Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 174-362 mg/dl. Reportedly, the supplies were changed to address the event and the pump fill estimate was accurate.